Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. The date of this therapy is unknown due to a corrupt event history log. During night drain cycle 23, the patient's ultrafiltration (uf) reading was 215577ml, indicating the home patient (hp) drained 215577ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies.